Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) replacement procedure, the patient is still experiencing blurry vision and discomfort. Upon further exam the replacement icl rotated again. The lens remains implanted. This report is 1 of 3 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.